Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a possible malfunction of the implantable cardioverter defibrillator (ICD) system and the patient passed away. Follow up information from the funeral home indicated that the cause of death was accident. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow up from the patient's clinic indicated that the last device check two months prior to the patient's death did not show any product issues.